Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a follow visit it was noted that the aneurx stent graft had migrated due to disease progression and neck dilatation. A type ia endoleak was observed. The physician performed an intervention where an endurant cuff was added and the endoleak was resolved. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).